Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that, during use in patient, the swan-ganz pacing catheter did not pace at all. The size of the sheath introducer used with this catheter was 5fr. There was no allegation of patient injury.

Manufacturer narrative:
One pacing catheter with attached monoject 1.3 cc limited volume syringe. The customer report of unable to pace was not able to be confirmed. No visible damage or abnormality was observed from catheter body, balloon, windings and returned syringe. Continuity testing was performed on the distal and proximal circuits and there were no open, intermittent, or short conditions observed. The balloon inflated clear and concentric with 1.3 cc air and the balloon remained inflated for 5 minutes without leakage. The device history record review was completed and the product passed without nonconformances. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. As no defect was found, there is no evidence that supports or confirms the failure mode is associated to a manufacturing/ design defect. As part of the manufacturing process 100% of the units go through an electrical inspection process. The instructions for use also provides instructions on catheter manipulation to avoid any damage to the electrical circuit.